Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent, when the device was unpacked and removed from the package, the pigtail was noticed to be detached. No damage was reported to the product packaging. Reportedly, the product pouch and stent tray had to be opened to notice the defect. This event occurred prior to physician or patient involvement.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent, when the device was unpacked and removed from the package, the pigtail was noticed to be detached. No damage was reported to the product packaging. Reportedly, the product pouch and stent tray had to be opened to notice the defect. This event occurred prior to physician or patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex ureteral stent revealed that the bladder pigtail was detached. The damage to the stent is consistent with damage caused by the suture when it is pulled. Most likely, during unpacking and preparation, the device was handled improperly, causing the damage found.